Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery error. The customer reported keypad anomaly. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The troubleshooting was performed. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 5.2a retainer ring=black the customer complained on (B)(6)2021 the pump alarmed pump error 30 and the buttons are not responding properly. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thumps. No pump error 30 noted during test or listed in the pump history download. All buttons function properly. However, moisture damage to keypad traces during visual inspection. Unit passed the keypad voltage test. Verified pump alarmed 7 pump error 130 alarms on(B)(6) 2021 between 11:52:03.000 and 22:35:03.000 in pump downloaded history. Verified pump alarmed 3 pump error 43 alarms on (B)(6)2021 between 16:33:23.000 and 22:20:26.000 in pump downloaded history. Pump error 43 and pump error 130 was due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Pump passed functional testing and all buttons function properly. However, moisture damage to keypad traces during visual inspection. No pump error 30 noted during test or listed in the pump history download. Confirmed pump error 43 and pump error 130 in the pump history download due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.